Event description:
It was reported that during closing the pocket after an implant procedure that the atrial lead had dislodged. The physician elected to explant the atrial lead and plug the port. The patient was recovering following the procedure.